Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump alarmed no delivery. They did a set change after receiving three no delivery alarms. Customer's blood glucose level was 20.5 mmol/l. The customer's blood glucose level was high and had ketones. The customer treated their high blood glucose level with a manual injection. The alarm was resolved with a complete set change. The customer was unable to troubleshoot. The device was not returned.